Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon (occurrence of the scope communication error e226) was duplicated and the endoscopic image was not displayed due to the failure of the cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that this phenomenon was attributed to the failure due to the stress being applied to the cable and/or the connector by the user handling because sorc found the twisting the cable and the trace of the hitting of the connector. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the error code occurred and the subject device could not be used. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.